Manufacturer narrative:
(B)(4). Batch #: r92r9c. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. The device was analyzed, and it was determined that it was used on more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument. Then the blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the jaw stopped working and a message to clean the jaw was displayed. The cleaning was performed, but the error persisted. The surgery was converted to open (procedure time delay 20-30 min). An har23 was opened to complete the procedure. The doctor converted the procedure to open because, according to him, the replacement of harh36 delayed to be done (20 ¿ 30 min), because, firstly they performed all the tests to certify that the harmonic had really stopped working, and after that, the pharmacy of the surgery building needed to ask another unit of har to the central pharmacy. Therefore, he decided to convert the surgery to open. Then he requested to open an ultrasonic for open surgery for the replacement.